Manufacturer narrative:
Patient identifier - the patient is a canine. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - the patient is a canine. Race - the patient is a canine. UDI - not applicable. Operator of device - unknown . Implanted date: device was not implanted. Explanted date: device was not explanted . Occupation - buyer. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section. Verification of retention samples showed no related defects on catheter tube that would lead to catheter tube breakage. Moreover, samples passed the catheter tube and catheter hub fitting force test. We have 2 stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers inspection of catheter tip and needle tip condition and the distance between catheter tip and needle heel. Thus, defects on catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. In addition, lot history file showed that no non-conformities or troubles related to the complaint was encountered. Furthermore, qc conducts visual inspection and functional testing to check product quality prior shipment. No nonconformity related to the complaint was noted. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (B)(4) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that catheter was placed in the vein and then the vein blew. When the catheter was removed it was jagged on the end. The catheter broke on placement in the dog's arm. The dog had surgery to have the catheter tip removed. The dog's condition is unknown. The surgery outcome is unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. H6: result code - 3252 fracture problem is based off the actual sample, 213 - no device problem found is based off the retention samples. The actual device has been returned for evaluation. The actual sample received showed an IV catheter with no needle assembly. Although the sample was not further evaluated since it was already contaminated, it was observed that the broken end of the remaining part of the catheter tube attached to the hub had some portion which seemed to have elongated before it was broken. Simulation conducted to challenge the tensile strength of the catheter tube from a previous complaint showed no breakage after manual pulling of the catheter tube. Verification of retention samples showed no related defects on catheter tube that would lead to catheter tube breakage. Moreover, samples passed the catheter tube and catheter hub fitting force test and have higher tensile force against our specification of > 14.71 n.